Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(6). Patient or user involvement: no, patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8100 sn (B)(4) fails rate accuracy test while running preventive maintenance. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I assisted (B)(6) biomed on 8100 sn (B)(4) fails rate accuracy test while running preventive maintenance. I recommended to (B)(6) to manually go to maintenance mode and run the rate accuracy test. After following my recommendation the issue was resolved.